Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level [value was not provided], diabetic ketoacidosis, and a seizure; cause was not known. Customer performed a supply change and administered a manual injection to address bg. Reportedly, customer was hospitalized for 1 day. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.